Manufacturer narrative:
(B)(4)

Event description:
The customer reports the juncture was found broken during use.

Event description:
The customer reports the juncture was found broken during use.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. The catheter body was not returned. The sample contained signs of use in the form of biological material on the interior of the extension lines. The returned catheter was visually examined with and without magnification. Visual examination revealed the arterial extension line hub was cracked. No other defects or anomalies were observed. The connector assembly was leak tested by attaching a 5 ml lab syringe filled with water to each luer hub and depressing the plunger. When the arterial line was tested, water leaked out of the crack in the extension line hub. Testing the venous extension line hub did not reveal any leaks. The lot number was not reported; therefore, a device history record review was performed based on the sales history of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The reported complaint of a cracked hub was confirmed based upon the sample received. The arterial extension line hub was confirmed to be cracked during visual examination. A functional leak test was performed and no other cracks were detected. A device history record review was performed based on sales history with no evidence to suggest a manufacturing related cause. Based on the sample received, it was determined that operational context caused or contributed to this event.